Manufacturer narrative:
A cause for the reported red heart alarm and pump stoppages was confirmed based on the evaluation of the returned device. The replaced portion of the percutaneous lead measuring approximately 21" was evaluated. Electrical continuity testing of the replaced portion of the lead did not reveal any discontinuities or shorts. The silicone sleeve and bionate layers were removed and the examination of the lead revealed shield breakdown close to the metal connector, and at 5", 10" and 13" from the metal connector end; however, no breach was found to the underlying wires upon visual inspection. The lead was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The pump was returned assembled with the originally implanted lead cut approximately 10¿ from the pump housing and the rest of the lead was not returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump. The evaluation of the disassembled pump did not reveal any deposition. The approximately 10¿ section of the lead attached to the pump was evaluated. No damage to the bionate layer was present. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The bionate layer was removed and damage to the metal shielding was observed at approximately 2.5¿ from the pump housing. The metal shielding was removed and a breach to the green wire was confirmed at approximately 2.5¿ from the pump housing. The breach appeared to be the result of fatigue, wear and tear. As a result of the breach, the underlying wire conductor was exposed. The green wire represents a redundant wire in motor phase 1. The reported red heart alarms would have occurred as a result of the breach and the exposed conductors of the green wire contacting the braided shielding and creating an electrical short to ground while the system was connected to the power module. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic on (B)(6) 2014, and it was noted in the patient¿s event history that he experienced intermittent pump stops and low speeds while connected to the power module. The patient¿s system controller was exchanged. On (B)(6) 2014, x-rays were taken and were unremarkable. There was no evidence of any issue with percutaneous lead. A decision was made to repair the percutaneous lead and the manufacturer¿s technical service technician replaced the distal end portion of the lead. Approximately 2 hours later, a red heart alarm occurred. The event history was reviewed and a low flow hazard alarm occurred along with a pump disconnect event while the patient was connected to the power module. It was recommended to switch the patient to battery power. The patient continued to have pump stoppages and the physician decided to exchange the patient¿s pump. On (B)(6) 2014, the pump was exchanged. No further events were reported.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: "low speed","pump off", "driveline disconnect" alarms showed on the lvad console--indicating a mechanical problem needing surgical pump replacement

Manufacturer narrative:
Age of device: 2 years and 9 months. The lvad and the portion of the percutaneous lead that was replaced prior to the exchange, were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.